Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 232 mg/dl, 115 mg/dl, and 109 mg/dl. Customer also reportedly received the following results on the compact plus meter within 20 minutes: 346 mg/dl, 164 mg/dl, 230 mg/dl, 596 mg/dl, 269 mg/dl, 293 mg/dl, and 184 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.